Manufacturer narrative:
(B)(4). Fiber analysis: the fiber glass cap shows a circumferential fracture of glass cap distal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap shows mild detritus. The glass cap shows mild devitrification. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The most probably root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, "fiber was flickering and the doctor did not feel comfortable and requested a new fiber at 37,707 joules". The case was completed using a second fiber. Patient outcome: "ok, no harm to patient".